Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was used. The closure device was deployed in the laa. A pericardial effusion with tamponade was noted. Using a drainage kit, 600cc of fluid was removed and then 3000 units of protamine was administered. The closure device was released and implanted in the patient. There were no other patient complications. The patient was stable.